Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 49 </noe> malfunction events, in which the device overheated. Twenty one reported events had no patient involvement; no patient impact. Twenty four reported events had patient involvement with no patient impact. Four reported events had no known patient involvement or patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Approx 49 devices were received for evaluation; 46 events were duplicated during testing. Approx 20 devices were found to be affected by damaged bearings. Approx 11 device were found to be affected by corrosion. Approx 1 device was found to be affected by corrosion and damaged bearings. Approx 14 devices were found to be affected by a worn or damaged rotor assembly. The reported event was not confirmed for 3 devices; the devices were found to be within specifications for the reported event. Approx 1 device is expected to be evaluated. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 50 malfunction events, in which the device overheated. Approx 22 reported events had no patient involvement; no patient impact. Approx 24 reported events had patient involvement with no patient impact. Approx 4 reported events had no known patient involvement or patient impact.